Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, to update section h3, and to provide the completed investigation results. One 6 fr angio-seal sts plus was received for product evaluation. The kinked arteriotomy locator, sheath, guidewire were returned along with the header bag. Visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator and the locator was severely kinked. No other visual anomalies were noted with the returned components. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.0907". All measurements were within the manufacturer specifications.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. Occupation- requested, not provided.. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal the device was found to be twisted at the exit of its packaging making it impossible to use. Another unit was used for the intervention. No consequences for the patient except a delay of the procedure.